Event description:
It was reported that during an endoscopic carpal tunnel release the tip of the blade broke off during the procedure inside the patient. The tip was retrieved. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device is a class I exempt device. Final device investigation found that the device was returned with the blade and pins missing. The black blade anchor was broken off and also not returned. The lot number was not provided, so the device history record could not be reviewed.